Manufacturer narrative:
Investigation: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a bent needle cannula with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe was found without a needle shield before use. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found 1ea abg needle cannulawas bent and the needle shield was missing".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe was found without a needle shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea abg needle cannula was bent and the needle shield was missing."